Event description:
In 2003, this pt underwent endovascular repair using a medtronic device. On an unk date, the pt experienced an unspecified endoleak and aneurysm enlargement. On (B)(6) 2011, a gore excluder aaa endoprosthesis featuring the cd delivery sys was implanted to reline the previously implanted medtronic graft. The proximal end of the device was constrained and after pulling the device distally, it unintentionally deployed proximal to the intended landing zone covering the renal artery. A bare metal stent was implanted in the renal artery to restore patency. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork is being conducted. Further info was requested.